Event description:
The patient was being turned in bed when nurse heard snapping sound and looked down to see that the PICC line had snapped in two right below the rubber "heart" of the catheter. The rn immediately held pressure to the part of the catheter that was in patient's arm and called for help. The line was then pulled and the catheter was measured to make sure all of line was out of patient. It was confirmed that all of line was out and then a pressure dressing was applied. The previous night there was an issue with the line kinking near the area where it snapped in two.